Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 stopped working (deactivated) and failed to reactivate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 09:17 am (gmt-5:00) added by (B)(4): the device was returned to the factory for evaluation. Signs of clinical use were observed. Small amounts of tissue and charred blood were observed on the heating element. The heater wire was flexed away from the hot jaw and remained attached. A pre-cautery test was performed and the device passed. The device passed the safety shut-down test. A temperature and resistance evaluation was unable to be conducted due to the damage to the heater element. Based on the results of the evaluation, the reported complaint was unable to be confirmed. We were unable to reproduce the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 stopped working (deactivated) and failed to reactivate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.